Event description:
The laser system has the following problem: "the unit had very low power output in the higher wattage's above 80 the power would drop".

Manufacturer narrative:
The problem was due to a drop of performance of resonator and diode units. After the realignment of these units, the laser system restarted to work. We are unaware about pt injury.